Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed, however, the root cause could not be identified. The probable cause given was a broken charge-coupled device (ccd) unit due to stress of repeated use, external factors, or handling of the device, which resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition, evaluation found the following: the bending section cover had a scratch, the bending tube was deformed, the venting connector of lg connector was loose, and the bending angle in up direction does not meet the standard value, due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope adhesive of distal end/bending section was chipped, peeling off/falls off. The issue was found during preparation for use. During the evaluation, the following reportable issue was found that there was invasion of moisture into the objective lens. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.